Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported past events where he had accidentally pulled out several infusion sets at night leading to detachment at the tubing connector. He had once dropped his pump and it had dislodged. This usually happened on the second day of use. The site location was patient's abdomen region and the pump was in the right pocket. The infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.